Manufacturer narrative:
Corrected hospital country to (B)(6).

Manufacturer narrative:
We received one single dpt - vamp plus kit and a mindray dpt cable for examination. The dpt sensor zeroed and sensed pressure accurately on the pressure monitor. Pressure reading was also stable during 8 hour output drift test. Electrical testing showed that both input and output impedance of the dpt sensor were within specifications. Zero-offset also met specification. No leakage or occlusion was detected from the kit during the pressure test. No visible defect was observed from the kit. The returned mindray dpt cable was not compatible with the lab ge pressure monitor thus was not included in the pressure test. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time. The 510k number is unknown at this is a custom defined product. MDR number for the other associated disposable pressure transducer 2015691-2016-02196.

Event description:
It was reported that during use of this dpt (disposable pressure transducer), it was observed 50 - 70 mmhg difference between invasive and nip (non invasive blood pressure). The failure occurred intermittently for a period of 20 to 60 minutes, afterwards for some hours the values were normal. The dpt was changed but the issue persisted. There was no alarm displayed on the monitor to alert of the inaccurate values. The actual values displayed at the (arterial) line 180/61(101) and nip values were 132/81 (90). The patient was treated based on these inaccurate measurements, but there was no consequence for the patient. Two devices will be sent for evaluation, together with a mindray dpt cable.